Event description:
It was reported while using a bd angiocath plus¿ i.v. Catheter 24ga the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: the thickness of the catheter is not uniform and the thickness of the tip is particularly different.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 09-sep-2022. H6: investigation summary: one photo and one actual sample without packaging were received by our quality team for evaluation. From the returned photo, no catheter and cannula tip damage were observed. The sample was subjected to visual inspection to check for catheter and cannula tip damage. No catheter or cannula tip damage was observed. The sample was subjected to catheter penetration and drag testing. The sample passed all testing and was within specifications. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no catheter damage was detected on the returned actual sample, a root cause cannot be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd angiocath plus¿ i.v. Catheter 24ga the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: the thickness of the catheter is not uniform and the thickness of the tip is particularly different.